Manufacturer narrative:
The investigation of positioning issues, vf/vt/af/at, and vascular damage - peripheral vessel has been completed. The pump was not returned for investigation. Data log review was not required for this case run. The cause of the positioning issue was most likely use related since pump was found deep on second day of implant. The cause of the vascular damage issue was not determined since product was not returned and sufficient clinical information was not provided. The relation between gi bleed and impella was unknown. As the necessary information was not provided, the root cause of the vt/vf was not determined.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported that a 65 year old male patient collapsed and was taken to hospital with. Taken to ccl emergently, where lhc revealed severe vessel disease. Thrombectomy catheter was used to try and aspirate thrombus without success. A stent was placed in the distal left main into the left anterior descending artery (lad) causing the left circumflex artery (lcx) to go down. A wire was able to pass through the struts into the lcx and vessel was successfully ballooned and stented. Timi 3 flow achieved. Two perclose were placed. Impella cp was inserted using best practices. During support, it was reported that a echo was done and showed impella device was deep. The pump was repositioned to 4.1cm to av. Nephrology and g.I. Consulted due to scope indicating g.I. Bleed that was cauterized successfully. Additionally, the patient had runs of ventricular tachycardia (vt) that required cardioversion in addition of received five unit units blood in past 24 hours. The patient was successfully weaned and explanted.